Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5 cm to 4.6 cm from the connector pin which breached the outer insulation.

Event description:
This report is to advise of an event observed during analysis.